Event description:
The device was explanted and returned to the manufacturer after 5 months implanted duration. No reason for explant was provided. Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.